Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly, audio anomaly and button anomaly. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was slower and louder during rewind. The up and down arrow buttons were not sensitive. The audio alerts were also not as loud as before. The device will not be returned for analysis.